Event description:
The subject device was used during a laparoscopic sigmoidectomy. After about 30 minutes use, the surgeon felt that something was wrong. The surgeon checked the device outside the patient body, then the probe of the device was broken. The procedure was completed with another thunderbear device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. For evaluation. The evaluation confirmed that the prove broke down at 16 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, omsc concluded that the reported event occurred since the surgeon outputted the device contacting with something hard, and the probe cracked. After that, the probe was broken when the probe received a load outside the patient. This report is being submitted as a medical device report in an abundance of caution.